Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a display (blank screen) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box indicated call service 054 alarms occurred on the date of the reported blank display. No alarms occurred during testing. The complaint of a blank display could not be duplicated during investigation. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked and there was corrosion in the battery compartment; leak testing revealed a battery compartment leak. The pump casing was removed and no further moisture was found.